Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device was beeping as it had declared code 1003 which is indicative of the battery voltage being too low for the projected remaining capacity. Surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code (B)(4), was recorded. The battery voltage was lower than expected, but still supported full device function. The deice case was removed and a current drain was noted. The cause of the high current drain, premature depletion, and code (B)(4) was isolated to a leady capacitor that had a crack in it.